Event description:
It was reported that during an implant procedure on (B)(6) 2024 the lead was implanted and the neuro monitoring reported that they were not seeing activity in the patient's lower half of her body. As a result, the lead was taken out to address the issue. The patient fully recovered with 100% feeling in her legs.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.